Manufacturer narrative:
D4: updated. H3 and h6 codes: updated. One sample was returned for evaluation. Visual inspection of the device revealed no damage or anomalies. Functional testing showed that the cuff inflated but subsequently deflated. Upon further examination, a channel was identified between the base of the cuff and the main tube. The complaint of cuff rupture cannot be confirmed. The probable cause is due to a welding error during manufacturing in tijuana.

Event description:
It was reported that the patient was intubated with a 7.5 portex endotracheal tube and the cuff ruptured during use. Per reporter, the ventilator was alarming continuously in the evening on the day of intubation, and it was found that the tidal volumes were low, so the respiratory therapist placed the cufflator on the pilot balloon and inflated it. Reporter stated that air was repeatedly added to the cuff to assist with ventilation, prompting a rapid response. There was about a 30-minute delay and the endotracheal tube was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.